Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d314drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
The right ventricular lead was returned to the manufacturer with no information, was analyzed and tested out of specification. Further review of the manufacturers database indicated the patient is deceased and died approximately eight months post implantable cardioverter defibrillator (ICD) replacement procedure. The cause of death was requested and is not available.